Event description:
Same case as MDR: 2134265-2014-00351; 2134265-2014-00352. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failure occurred. Reconnection was made but the problem was not resolved. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, or retract. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. No image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. Imaging core wind up in the telescope assembly was observed during x-ray analysis. The imaging core was broken off within the hub strain relief area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2014-00351; 2134265-2014-00352. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failure occurred. Reconnection was made but the problem was not resolved. No patient complications were reported and the patient's status is good.